Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a patient underwent implant of a 29mm portico valve. Patient comorbidities included aortic stenosis and right bundle branch block. On an unknown date, post implant the patient required a pacemaker due to a right bundle branch block. No additional information has been provided.

Manufacturer narrative:
An event of arrhythmia and patient required pacemaker post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported a patient with a history of aortic stenosis and right bundle branch block underwent implant of a 29mm portico valve on 28 february 2022. Post implant on the same day, the patient received a pacemaker. The patient remained stable throughout the procedure. The patient was reported to be in stable condition at the time of report. The need for the pacemaker is being conservatively reported as it is unknown if pacemaker implant was planned or required due to worsening arrhythmia after the procedure.